Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination. Observed no failure modes upon visual inspection of the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture and all results were within specification. Additional testing has been performed for this issue and poise voltage and sensor temperature were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc (abbott diabetes care) device. The customer reported unspecified lower sensor scan readings compared to unspecified readings obtained on a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced headache and dizziness. The customer went to a hospital and a healthcare professional administered an unspecified injection for treatment. There was no report of death or permanent injury associated with this event.